Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, during the implant procedure, upon initial placement of the lead in the right ventricle, the helix would not fully extend despite 35 number of turns. Consequently, this lead was removed and replaced uneventfully. No patient complications have been reported as a result of this reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from the helical channel, the helix will not extend due to being over-retracted; blood observed in/on the helix mechanism; full lead analyzed.